Manufacturer narrative:
The case has been deemed a "void/error" and closed out due to device not being at customer site.

Event description:
It was reported to philips that the device would not turn on. There was no patient involvement.